Event description:
Per the clinic, the patient a underwent revision surgery on (B)(6) 2014, to reposition the implanted device due to dislocation. During the procedure the silicon of the electrode was found to be broken resulting in the explantation of the device. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.